Event description:
The lay user/patient contacted lfs on (B) (6), 2010 alleging inaccurate high readings on the patient's one touch ultramini meter. A medical surveillance specialist (mss) was unsuccessful in getting a hold of the patient and sent a letter to obtain further clinical information. The patient mentioned that he tested his blood glucose on (B) (6), 2010 between 8:10-10:15 am and obtained 193 md/dl. At the time of the testing the patient did not exhibit any symptoms. The patient did not take any diabetes medication. Less than an hour later of testing the patient exhibited low blood sugar symptoms." It is unknown exactly what kind of symptoms he experienced. The patient then tested on an ultrasmart meter and obtained a 150 mg/dl. The patient did not self-treat or seek any medical attention due to the reported issue. A quality control test was not done since the patient did not have any control solution. The meter was replaced. No further clinical information was provided. It would have been helpful to know readings prior to the event, what exact symptoms the patient had be experiencing, and how long symptoms lasted. The complaint is being reported since the patient alleged that after he obtained the elevated reading on his meter, less than an hour later he developed "low blood sugar" symptoms.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.